Event description:
The da vinci s tip cover accessory failed. This is the second time an accessory tip has failed. The manufacturer is aware and looking into their product. Manufacturer response for tip cover accessory, tip cover accessory (per site reporter): this is the second time an accessory tip has failed. The manufacture is aware and looking in to their product.